Event description:
It was reported that during whipple procedure, the device was fired on a small vessel and the vessel was cut. The surgeon tied the vessel off. The case was completed with the device and there was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the multiple clip applier mcm20 was returned empty and locked out. No testing could be performed as the instrument was returned empty. Although no conclusion could be reached based on the analysis results as to what may have caused the reported event, a change to optimize the instrument clip forming mechanism is being pursued to minimize the risk of this type of issue. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.